Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The nurse called to report that the customer was hospitalized. It was stated that the customer lost his insulin pump. Days later, the customer was contacted and he stated that his hospitalization was due high blood glucose and diabetes ketoacidosis. The blood glucose reading was 403 mg/dl. The customer stated that his hospitalization was due to his eating habits and not device related. No further info was provided.